Event description:
During follow-up automatic capacitor=22 seconds. A manual capacitor reformation shows 21 seconds. Battery life is 6.26v concerned expressed by md regarding long charge times. The office staff to fax parameters and status page to "binc". The charge times exceeds the maximum of 20 seconds for the tachos device. Recommendation for explant was given.